Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had a procedure done on their neck today (B)(6) 2017. The stated that they turned their stimulation off for the procedure. They stated that they were put out for the procedure, but when they were coming out they could feel stimulation in their buttock to their vagina. The patient stated that when they came home they tried to turn the stimulation off, but it wouldn¿t turn off. They stated the whole system was off, but they were still feeling vibrating and it was uncomfortable. The patient stated that they didn¿t have their patient programmer, but they checked their device with the recharger and the stimulation was off. The patient stated that the doctor that installed it doesn¿t take their insurance. They stated that they had (B)(6) and that they had to go to the base. They stated that they were closed because of (B)(6). A list of doctors was mailed out to the patient. The patient was advised that if it was really bad they would have to go to the hospital and they would have to page a rep. It was not confirmed if the symptoms were sudden or gradual. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.